Event description:
Reportedly during the implant attempt of the subject lead the p-wave amplitude was unable to be sensed. Due to this issue the lead was replaced. Reportedly, prior to the implant of subject lead another lead was attempted to be implanted, however sensing failure was noted and atrial threshold failed to be measured.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implant attempt of the subject lead the p-wave amplitude was unable to be sensed. Due to this issue the lead was replaced. Reportedly, prior to the implant of subject lead another lead was attempted to be implanted, however sensing failure was noted and atrial threshold failed to be measured.